Event description:
The 2 monitors for the robotic instrumentation were not working. Only the one monitor on the main console was working. The monitors were a blank blue screen when turned on.======================manufacturer response for monitor, (brand not provided) (per site reporter).======================nothing at this point.